Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced a return of pain and decreased pain relief due to a high impedance issue with the implantable neurostimulator electrode 8. The impedance value was recorded at 15720 with an orange "avoid" icon, while all other electrodes showed normal impedance values. The patient had not used the stimulation for at least three months prior to the report. Troubleshooting involved reprogramming the device to exclude electrode 8, which resulted in the patient being pleased with the new programming. The issue was resolved and communicated to the physician. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.